Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 29. Implant surface not completely covered with bone. On (B)(6) 2019 osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.